Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high, out-of-range (oor) shock impedance measurement that was detected via the patient monitoring system. This device remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating that high out of range shock impedance measurements continue to be observed on this ICD. Additional information was unable to be obtained. This ICD remains in service. No adverse patient effects were reported.